Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap chole - "surgeon was performing procedure and noticed plastic coils that appeared to come from trocar." Patient status - "discharged".

Manufacturer narrative:
Investigation summary: the cannula from the trocar was returned for evaluation; the ca500 clip applier was not returned. In addition, a photograph was provided to show the plastic shavings surgeon noticed while performing procedure. Upon visual inspection of the returned, skived material was noted near the seal and at the bottom of the cannula. As the clip applier was not returned, it is difficult to determine the root cause of the incident. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to the distal end of the cover tube of the clip applier being flared out near the jaws causing interference when inserted into the trocar, thus resulting in the creation of the plastic shavings. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.